Event description:
Customer reports to have received a no delivery alarm during bolus. Customer's blood glucose was 368 mg/dl. Customer changed infusion set and blood glucose dropped to 240 mg/dl. Customer declined troubleshooting due to knowing the reason for no delivery and high blood glucose. Customer was advised that no delivery was due to incorrect bolus programmed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.